Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the one day post implant device check, high out of range pacing impedances were observed on both, the right atrial and ventricular channels. The physician elected to surgically intervene and replace the device. It was the assumption that the devices setscrews were not fully tightened however, since the observation was on both channels the physician elected to replace the device. The explanted unit was later returned for analysis. Another device was implanted with the same leads and exhibited normal operations. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the one day post implant device check, high out of range pacing impedances were observed on both, the right atrial and ventricular channels. The physician elected to surgically intervene and replace the device. It was the assumption that the devices set screws were not fully tightened however, since the observation was on both channels the physician elected to replace the device. The explanted unit was later returned for analysis. Another device was implanted with the same leads and exhibited normal operations. No resulting adverse patient effects were reported.